Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they were unable to complete the prime process and insulin flow as spring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.